Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007 and alleged that her one touch ultra meter was reading inaccurately low. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient reported that on the same day, he obtained a result of 146 mg/dl and was experiencing symptoms of feeling dizzy, light-headed, nauseated, and blurry vision. He had not tested his blood glucose prior to experiencing the symptoms. At approximately 10:30 am (about 30 minutes after the result obtained on the reported meter), he went to the emergency room and was tested there on the ER meter with a result of 342 mg/dl. He was given 10 units of r insulin (fast acting) and released later. Prior to going to the emergency room, he had not taken any actions following the use of the meter. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that the meter was coded correctly to match the code on the test strip vial. The test strips were in good condition and were within expiration/discard dates. He was walked through a control solution test, which failed high outside the range. Although there is insufficient information regarding events leading to the symptoms (prior blood glucose readings, medication taken/withheld prior to symptoms, and his medication regimen), this complaint is reported because the patient alleged inaccurately low readings and was treated for hyperglycemia. A replacement meter, control solution, and test strips were sent to the lay user/patient.